Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was recently implanted and was experiencing pain at the incision site. The patient was prescribed with more medications and was doing well.